Manufacturer narrative:
A review of the manufacturing/sterility records was performed and found that the lot was manufactured/sterilized to specification. Medical records have not been provided, therefore details surrounding the patient's multiple surgical procedures are unclear, due to this it is unknown if the ventrio st was implanted into a compromised environment. As reported the patient was diagnosed with a (B)(6) infection, which can typically be acquired during hospital stays. Additionally, medical implants are not frequently the cause of these types of recurrent infections but rather a vantage point that the bacteria use. Regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis." Additionally, the adverse reaction section lists infection and adhesions as possible complications. Based on the limited information provided at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the patient's post implant experience. The patient has been asked to report any additional medical or surgical procedures regarding the bard ventrio st hernia patch to davol. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol by the patient: ni/ni/ni - the patient underwent the repair of a ventral hernia and was implanted with an unknown mesh device. Ni/ni/2012 - the previously placed mesh device did not incorporate, leading to a recurrence and the patient underwent repair. The previously place unknown mesh device was removed and an unknown mesh device was implanted. (B)(6) 2015 - the previously placed mesh device did not incorporate, leading to a recurrence and the patient underwent repair. The previously place unknown mesh device was removed and a bard ventrio st hernia patch was implanted. Two drains were placed for postoperative drainage. (B)(6) 2015 - the patient presented to the hospital with low blood pressure and fever. She reports that she was given a blood transfusion and was diagnosed with (B)(6) in her abdominal wound and was placed on IV antibiotics as well as oral antibiotics as treatment. (B)(6) 2015 - the patient presented to the hospital with low blood pressure and fever and was diagnosed with a (B)(6) infection of her abdomen. She reports that drains were placed and she was treated with antibiotics. (B)(6) 2016 - the patient presented with a reddened area on her abdomen and was diagnosed with an abscess. The abscess was cultured and found for (B)(6). (B)(6) 2016 - the patient had an abdominal drain placed. The patient has followed up with her surgeon and an infectious disease specialist. The patient reports that the specialist indicated that the mesh was the cause of the reoccurring infections and suggested that the bowel may be adhered to the mesh. The patient reports that she will undergo mesh removal, however the removal date has not yet been scheduled.

Event description:
The following was reported to davol by the patient: ni/ni/ni - the patient underwent the repair of a ventral hernia and was implanted with an unknown mesh device. (B)(6) 2012 - the previously placed mesh device did not incorporate, leading to a recurrence and the patient underwent repair. The previously place unknown mesh device was removed and an unknown mesh device was implanted. (B)(6) 2015 - the previously placed mesh device did not incorporate, leading to a recurrence and the patient underwent repair. The previously place unknown mesh device was removed and a bard ventrio st hernia patch was implanted. Two drains were placed for postoperative drainage. (B)(6) 2015 - the patient presented to the hospital with low blood pressure and fever. She reports that she was given a blood transfusion and was diagnosed with mrsa in her abdominal wound and was placed on IV antibiotics as well as oral antibiotics as treatment. 08/ni/2015 - the patient presented to the hospital with low blood pressure and fever and was diagnosed with a mrsa infection of her abdomen. She reports that drains were placed and she was treated with antibiotics. (B)(6) /2016 - the patient presented with a reddened area on her abdomen and was diagnosed with an abscess. The abscess was cultured and found for mrsa. (B)(6) 2016 - the patient had an abdominal drain placed. The patient has followed up with her surgeon and an infectious disease specialist. The patient reports that the specialist indicated that the mesh was the cause of the reoccurring infections and suggested that the bowel may be adhered to the mesh. The patient reports that she will undergo mesh removal, however the removal date has not yet been scheduled. Addendum per legal complaint no.: (B)(4). (B)(6) 2012 - patient underwent surgery for implant of an unspecified bard/davol ventrio st(device #1) (B)(6) 2015 - patient underwent surgery for implant of an unspecified bard/davol ventrio st(device #2) (B)(6) 2015 - patient had unspecified injuries related to a defect in the ventrio st(device#1), and underwent revision surgery which was performed at sturgis hospital by dr. (B)(6). (B)(6) 2017 - patient had unspecified injuries related to a defect in the ventrio st(device #2), and underwent revision surgery which was performed at sturgis hospital by dr. (B)(6). The patient is only making a claim for an adverse patient outcome against the two (2) ventrio st(device #1 and device #2) attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
This is an addendum to the initial MDR to document additional information provided by the patient's attorney: the additional information provided by the attorney is limited to the addition of initial reporter information and a second ventrio st(device #2) was implanted on (B)(6) 2015: an additional emdr has been completed for the bard/davol ventrio st(device #2). Note:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.